Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 02/27/2017, that on (B)(6) 2017, an adverse event had occurred. The patient's mother stated that the patient experienced a severe hypoglycemic event while not using the continuous glucose monitoring system (cgm). The patient's mother stated that the patient's blood glucose dropped to 25 mg/dl. The patient's mother administered .5mg glucagon. No product defects or failures were alleged. At time of contact the patient's condition was normal. The patient is ok and back on his cgm no additional event or patient information is available.